Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the device was inserted through the olympus 180 endoscope. However, when the device was advanced from the end of the endoscope before it was inserted into the ampulla of the common bile duct, it was discovered that the distal tip was bent and cracked. No visible damage was noted to the device prior to use. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: received additional information on (B)(6), 2011 that the upn of the device was (B)(4). A visual examination revealed that the working length was twisted and kinked, the extrusion (distal end) was bent and the distal tip was cracked. The condition of the returned incident device was consistent with that the distal tip was bent and cracked. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the device was inserted through the olympus 180 endoscope. However, when the device was advanced from the end of the endoscope before it was inserted into the ampulla of the common bile duct, it was discovered that the distal tip was bent and cracked. No visible damage was noted to the device prior to use. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."